Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted blood on the tip, which is consistent with advancement into the body. There was contrast in the inflation lumen and in the balloon, which is consistent with preparation for use. The balloon was loosely folded, which is consistent with inflation attempt. The tip length and balloon profile met manufacturing criteria. The indeflator used during the procedure was not returned, thus it is unknown how this may have contributed to the reported difficulties. A new indeflator filled with 5 ml of gastrografin diluted 1:1 with water, was used to inflate the balloon to rated burst pressure (rbp) with no damage noted to the balloon, thus the complaint could not be confirmed. The inflation and deflation times met manufacturing criteria. In this case, it is likely that there was poor connectivity with the indeflator used at the account; however, this cannot be confirmed. Follow-up information received from the account indicated that the correct device was returned and that the failure to inflate may have been attributed to the device and/or the patients totally occluded lesion. There were multiple bends and kinks in the hypotube. Since these damages were not noted during the inspection prior to use, or included in the incident report, they most likely occurred during the procedure and/or as a result of handling, packaging, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. In this case, the lesion was described as moderately tortuous, heavily calcified, and 99% stenosed, which may have contributed to the reported failure to advance/cross the lesion. Additionally, difficulty to inflate can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database revealed no other incidents reported for inflation issues for this lot. The profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks during manufacture before release. Additionally, all sds are leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure prior to lot release.

Event description:
It was reported that during a procedure of the totally occluded right coronary artery, the 1.5 mm x 12 mm voyager balloon failed to pre-dilate and could not cross the lesion. Another balloon was used for pre-dilatation, then a 3 mm x 12 mm xience v stent delivery system (sds) was pushed forcefully against resistance and was removed after about 15 minutes of effort with a bent shaft, but it could not cross the lesion. A non-abbott stent was used to complete the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The patient was reported as doing well. Though requested, no additional information was provided.